Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module displayed error codes (242.4000, 242.4030 and 222.4040) during an infusion of magnesium sulfate were confirmed during the review of the logs, however, only the error code 222.4040 was replicated during laboratory testing, and the issue is being attributed to a defective pump module logic board. Results from the laboratory testing confirmed a synchronization fault between the detected ail encoder/op1 infrared led and the motor pulse signals caused the motor stall failure, and displaying error codes 222.4040, 242.4000 and 242.4030 to the customer in that order of appearance, according to the review of the logs on the reported date. The internal and external inspection of the returned device did not identify any conditions that could be attributed to the reported events. All parts inspected were manufactured by bd. The suspect pump module event and error logs were retrieved from the received device using alaris system maintenance (asm) to ascertain programming details associated with the reported incident. The concomitant pcu logs were not provided. The event date was reported as 08nov2025 with no specific time provided. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. It was reported that the suspect device displayed error codes 242.4000, 242.4030 and 222.4040. All were confirmed through log analysis, but only the code 222.4040 was replicated through laboratory testing. The review of the module error log showed that error code 222.4040 (safety processor crosscheck failure) occurred on (B)(6) 2025; the code appeared four (3) times at: 3:14:49 am, 8:51:43 am and 9:10:42 am. During the review of the pump module error log on (B)(6) 2025, two (2) different error codes were identified: error code 242.4000 (motor encoder general rate failure) at 5:12:16 pm and error code 242.4030 (pump motor encoder failure) at 5:13:12 pm. The next log analysis shows the last infusions and activity on the reported event. At 4:17 pm, the pcu s/n: (B)(6) was powered on, and pump module s/n: (B)(6) was added. At 4:18 pm, the pump module was programmed a basic infusion with rate =100 ml/h and volume to be infused (vtbi) = 100 ml. The infusion lasted twelve (12) minutes, still the user modified the rate to rate = 200 ml/h and vtbi = 80.83 ml, the infusion lasted another thirty (30) minutes. At 5:12 pm the infusion on the pump module alarmed due to a malfunction with the error code 242.4000 (motor encoder general rate failure) and infusion stopped. At 5:13 pm, the pcu s/n: (B)(6) was powered on, and pump module s/n: (B)(6) was added. At 5:14 pm, the pump module was programmed a basic infusion with rate = 400 ml/h and vtbi = 100 ml, the infusion lasted less than a minute. The pump module alarmed due to a malfunction with the error code 242.4030 (motor stall failure) and infusion stopped. Per the bd alaris channel error tipsheet, when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that the pump module displayed error codes (242.4000, 242.4030 and 222.4040) during an infusion of magnesium sulfate was confirmed through log analysis and is being attributed to be a synchronization fault between the ail encoder/op1 infrared led encoder and the motor pulse signals which caused the failure. The root cause of the encoder is out of sync with the motor pulses was identified as malfunctioning pump module logic board. Note that this report lists imdrf annex a0709, g0301201, c1701, d0302, a0721, g02005, c0201, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module displayed error codes during an infusion of magnesium sulfate 1 gram per 100ml (error codes 242.4000, 242.4030 and 222.4040). The pump channel was replaced. One (1) gram of medication was infused over fifteen (15) minutes per clinician. The intended programming was a stat infusion at a rate of 400ml/hour with a volume to be infused of 100ml. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module displayed error codes during an infusion of magnesium sulfate 1 gram per 100ml (error codes 242.4000, 242.4030 and 222.4040). The pump channel was replaced. One (1) gram of medication was infused over fifteen (15) minutes per clinician. The intended programming was a stat infusion at a rate of 400ml/hour with a volume to be infused of 100ml. There was patient involvement, but no harm.